Event description:
It was reported by sales rep at stryker (B)(6), that during a visit at (B)(6) he was informed that during surgery the introducer was removed and the part of the plug was left inside the introducer. Further information reported by the nurse that during the surgery that took place on (B)(6) 2015, one bone plug broke, code 09390112, lot l7382. It is unknown which introducer of the two returned have been used during the surgery. No other information were given regarding the outcome of the surgery for the patient. Further information received on (B)(4) 2015, confirmed that the patient (male, (B)(6)) that underwent surgery on (B)(6) had cement migration due to the broken bone plug.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed as the reported subject device was not returned. A returned 14mm device was evaluated. Method & results: -device evaluation and results: material analysis was performed and indicated that the exact location of the fracture origin was not possible to be determined due post-fracture degradation of the polymer material. No material or manufacturing defects were observed on the device features examined. It is noted that although the fracture of the plug has been confirmed, the plug pictured in the mar is not the subject device as it is marked '14' whereas the subject device is a dia. 12mm plug. It is also noted the event description states that it is unknown which introducer of the two returned have been used during the surgery. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review was satisfactory. -complaint history review: complaint history review confirmed that there have been no other events for the reported lot. Conclusions: based on material analysis that was performed on the returned segment of the bone plug, the exact location of the fracture origin could not be determined due post-fracture degradation of the polymer material. No material or manufacturing defects were observed on the device features examined. It is noted that although the fracture of the plug has been confirmed, the plug pictured in the mar is not the subject device as it is marked '14' whereas the subject device is a dia. 12mm plug. It is also noted the event description states that it is unknown which introducer of the two returned have been used during the surgery. A CAPA trend analysis was conducted for the reported failure mode and concluded that fracture of exeter bone plugs may result from factors such as errors made during use or design factors. No further investigation for this event is possible at this time as insufficient information was received. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported by sales rep at stryker (B)(4), that during a visit at (B)(4) he was informed that during surgery the introducer was removed and the part of the plug was left inside the introducer. Further information reported by the nurse that during the surgery that took place on (B)(6) 2015 one bone plug broke, code 09390112, lot l7382. It is unknown which introducer of the two returned have been used during the surgery. No other information were given regarding the outcome of the surgery for the patient. Further information received on may 20, 2015, confirmed that the patient (male, (B)(6)) that underwent surgery on (B)(6) had cement migration due to the broken bone plug.